Manufacturer narrative:
The device was not returned. A device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect an occlusion when the line was occluded by the slide clamp. This occurred during an unspecified process step. The pump was reported to be retested and was put back into service. There was no patient involvement. No additional information is available.